Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that there were foreign objects in the jet tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was july 20, 2024 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from switch 1 and biopsy channel. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in " gif-1100 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.